Event description:
It was reported that prior to a generator change out, the right ventricular (rv) lead was found to have unsatisfactory thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.